Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of resistance between the guide wire and the catheter could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that after insertion of the swg (spring wire guide), and removal of the guide, the guide unwinds and expands. The user was unable to remove the guide, so it was necessary to also remove the catheter.

Manufacturer narrative:
(B)(4). The results of the investigation are not complete at the time of this report.

Event description:
The customer alleges that after insertion of the swg (spring wire guide), and removal of the guide, the guide unwinds and expands. The user was unable to remove the guide, so it was necessary to also remove the catheter.